Manufacturer narrative:
(B)(4). Additional information: the device was returned in good visual condition. The device was tested with a generator and it was found to be functional. As the device was activated and cut and sealed the test media, no conclusion could be reached as to what may have caused the issue of the device not sealing. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown surgery both devices didn't work correctly: the blade seemed like no coagulate tissues (probable block of the blade longitudinal excursion) with consequent bleeding. Two handles hp054 have been substituted but the problem persisted. Conversion of the surgery to open. The surgery was carried out and finished by using traditional devices: bipolar and shears. Two devices will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: ¿probable block of the blade longitudinal excursion¿. We do not understand what is meant by this sentence pushing the min or max control command, the device seemed not to activate: no vapour generated by tissues clot . This happened only for some applications not for all. Conversion of the surgery to open. The surgery was carried out and finished by using traditional devices: bipolar and shears was the bipolar device used open or laparoscopic? Open. What procedure was being done? Left hemicolectomy(clot problems even in the mesentery). How much blood was lost? (Cc¿s). Was a transfusion required? No. What was the size of the vessel or artery? The bleeding did not come from a single vessel but from small vessels not coagulated, consequently there was not a big blood loss. How long has the surgeon been using the gen11? 1 year. How long has the surgeon been using the ace att device? 1 month. What disposable(s) were using during the surgery? Har36m. Did the gen11 display any yellow alert screens during the procedure?no if yes, what troubleshooting was done in an attempt to resolve the issue (multiple generator error screens)? What power setting was the generator on? 3-5. Was the power level of the generator changed to achieve better cutting and/or coagulation? Yes, the min power level was lowered at level 2. Why were two different handpieces used? To verify that the failure of the device depended on the handpiece. What caused the account to try different handpieces? Did the gen11 display any yellow alert screen to change the handpiece? No. How old are the handpieces? One of the 2 handpieces used was at the end of its life; the other one has other 63 uses. The clot problem occured with both handpieces and both har36m devices. Are the gold rings on the handpiece cleaned? Yes. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? The clinical status and the anatomy of patient: obese patient, decompensated, big peritoneal folds, structures difficult to identify,¿ why was the lap procedure not completed with another method such as electro-cautery? Choice of the surgeon related to what is described above.